Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported high blood glucose levels and an infection. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but failed the high pressure test by alarming motor error instead of no delivery. The insulin pump was not exposed to high magnetic fields. The customer had her upgraded insulin pump with her as well. Assisted the customer in programming the settings into the new insulin pump. Nothing further was reported.